Event description:
Tip of the driver broke off while removing a screw. Broken piece was removed from the pt.

Manufacturer narrative:
Method: reviewed device history records. Results: device mfg to applicable specs. No mfg defects, signs of excessive wear, or inclusions that would cause this failure were observed. The fracture surface is rough and angled at approx 45 degrees to the central axis of the instrument. The surface texture and orientation are consistent with brittle failure due to shear stress exceeding the strength of the material. Shear stress at this location is consistent with the application of torque, which is the intended application of the device. Conclusions: the application of torque with this device exceeded its strength, resulting in breakage. This is the final report that will be submitted associated with this incident and device. No add'l action is required at this time.